Event description:
Healthcare professional reported left side rupture and 0.75cm sized oval shape mass confirmed. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture and 0.75cm sized oval shape mass confirmed. Device has been explanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and 0.75cm sized oval shape mass confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken device 2 assessed as fold flaw opening and inconclusive. ¿lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.